Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer fell down the stairs and the touch screen became shattered. Additionally, the pump touch screen became unresponsive to touch. There was no adverse impact due to this issue. Reportedly, customer reverted to manual injections for insulin therapy.